Event description:
The patient underwent revision surgery on (B)(6) 2013, due to extrusion of the electrode lead into the auditory canal. On (B)(6) 2013, an x-ray revealed the electrode array was extra-cochlear. The device was subsequently explanted on (B)(6) 2013 and the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2013; during the same surgery, the patient was reimplanted with a new device. This report is filed april 3, 2014.